Event description:
During a routine follow-up, an extended charge time was observed from the automatic capacitor maintenance diagnostics. A manual capacitor maintenance was then initiated and showed a prolonged charge time. The battery voltage indicated that it had dropped from 3.0v to 2.8v in a three-month period. The decision was made to explant the device.